Manufacturer narrative:
(B)(4). The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Vcpu supply error occurred on (B)(6) 2017.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced a power on reset (por). The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.